Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the battery compartment was found to be cracked below the grip pad to case seal.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. The pump was returned and investigated by product analysis on (B)(6) 2016 and confirmed that the battery compartment was cracked below the grip pad to the case seal.